Event description:
Customer reportedly obtained results that varied 50-100mg/dl from each other when performing tests on the advantage system within 10 minutes. No treatment information provided. No adverse event reported related to these events. Requested return of suspect system, however, strips are unavailable for return.